Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Such stress during surgery should be taken into consideration. In the course of the further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted and replaced due to dislodgment. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.